Event description:
Reportedly, the child showed no reaction to sounds with the device. It is unknown if there was an accident or a trauma. There was a sudden change in hearing with the device. The user was reimplanted on (B)(6) 2023.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However to determine an exact root cause device investigation would be necessary. Re-implantation was carried out, but the device has not been received yet.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Reportedly, the child showed no reaction to sounds with the device. It is unknown if there was an accident or a trauma. The user was reimplanted.

Event description:
Reportedly, the child showed no reaction to sounds with the device. It is unknown if there was an accident or a trauma . Re-implantation is considered but the date has not been scheduled yet. However, it will not take place within the next two months.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.